Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false upstream occlusion alarms, which were not reproduced. Upstream occlusion alarms were confirmed through a review of the event history log. Evaluation found continuity between flex tail pins, causing the false alarms. The upstream sensor was replaced to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy in a patients home. It was also reported there was no patient injury.